Event description:
Hcp reports the patient had a loss of pain relief, though no withdrawal symptoms. The device was underinfusing the medication by approximately 50%. The patient was treated with oral analgesics, a catheter revision, and a pump exchange. No further problems have been reported to the hcp.